Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the battery was tilting in the pocket and the patient was unable to charge quickly so the battery was replaced. The patient was having to charge for up to 8 hours every other day which was noted as a reason for replacement. The issue was resolved with replacement. There were no further complications reported or anticipated.